Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube and battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was not feeling well for the past six months, and he lost a lot of weight. The cause of death is not determined at this time, and it could be complications from diabetes or possibly a heart attack. The medical examiner stated that it could be natural causes from the disease. The caller mentioned that the insulin pump alarmed the day before the call, and they had removed the battery. No further information was provided.